Manufacturer narrative:
Device investigation narrative: visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported the t1 and t2 deployed together. This occured during the surgery. It is unknown if there were delays or a backup device used. No patient injuries reported.